Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging closure seal issue. The reporter alleged closure on wrong side of box: front of box, not back, and is not sealing the package. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.